Event description:
It was reported that the customer fell and landed on the pump. Reportedly, the touchscreen is now shattered and unresponsive. There was no impact to customer's blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.